Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired. No failures were found in logs. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler would not open completely. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue when the issue occurred. A stapler release key was not used to open the jaws of the instrument. There was no unexpected tissue removal and no bleeding observed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the logs for the sureform stapler associated with this event has been performed. Logs show pn 480460-09, ln k13241003-0366, was used first, and it was installed on the system 1x and fired 1 white reload. On the only install, the first clamp was incomplete, stopping at ~70% completion. The second clamp was aborted, and the third clamp was successful. The firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. Next, logs show pn 480460-09, ln k13241003-0369, was installed on the system 7x and fired 6 white reloads. On install 1, the first clamp was incomplete, stopping at ~67% completion. The next clamp was successful, and the firing was completed with 3-4 pauses for compression. On install 2, the system failed to detect the reload color, and the user manually selected the white reload via the gui on the ssc touchpad. All clamps were successful, and the firing was completed with no pauses for compression. On install 3, the first clamp was incomplete, stopping at ~73% completion. The next clamps were successful, and the firing was completed with 3 pauses for compression. On install 4, a white reload was loaded, however no clamping or firing was performed. On install 5, the first clamp was successful, and the firing was completed with 1 pause for compression. On installs 6 and 7, the first clamps were successful, and the firings were each completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.